Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation the right ventricular lead exhibited an increase in capture thresholds and a decrease in r-wave amplitude. It was also noted that there was total loss of capture. It was determined that the cause of this was lead perforation through the myocardium. On (B)(6) 2017, the patient presented for lead revision. During the procedure a guidewire could not be fully inserted so the lead was explanted and replaced. Patient was stable before, during, and after the procedure and will continue to be monitored.